Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and (B)(6) 2010 and mesh and advantage were implanted. Dates of product implantation were not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices. See also medwatch 2210968-2012-05186 and medwatch 2210968-2012-05195. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent several mesh revisions due to pain and dyspareunia in 2004 and on (B)(6) 2010. Also on (B)(6) 2010, it was reported that the patient underwent advantage implantation. (B)(4). Dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation concurrently with a cystoscopy on (B)(6) 2010 to treat stress urinary incontinence, cystocele, pelvic discomfort and pain, painful urination and burning into groin area.

Manufacturer narrative:
Additional patient codes: (B)(4) - inflammation additional narrative: it was reported that following insertion the patient experienced atrophic vaginitis.